Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, it was noted that the blue (venous) luer adapter had hairline cracks and had a leak. It was stated that the catheter was initially repaired with a repair kit. Codan and octinisept alcohol-free were the cleaning agents used. Treatment continues with the repaired catheter and the damaged/cracked luer adapters were discarded. There was no reported patient injury.